Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient stated he had a lead revision one day post implant due to a lead issue. Additional information was received from the physician that one day post implant the right ventricular (rv) lead exhibited loss of capture due to a microdislodgement. Subsequently the lead was successfully repositioned. No additional adverse patient effects were reported. The product remains in service.